Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left anterior (lad)artery. During procedure, catheter was twisted. The procedure was completed with another of the same device. The patient condition following procedure was stable.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).